Event description:
It was reported that the procedure was to treat to a mildly tortuous mid right coronary artery that is 90% stenosed. The nc trek balloon dilatation ruptured at 20 atmospheres during the first inflation. Another same size nc trek was used to successfully post dilate to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that during inflation, the bdc was overinflated to 20 atmospheres (atms) and the balloon rupture. It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. As it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Clarifier- above rbpna.